Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a system message displayed. Additional information was provided by the clinical director, who advised that the system message displayed during a procedure for a retinal detachment. The procedure was completed with an alternate system. There was no impact to the patient.